Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6007997, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007997 was manufactured according to the work instruction (wi) version 115 in the machine li 71, line inset 6 on 06/jul/2024, with a total of (B)(4) units the sub-assembly: gluing of tubing the lot 4f04750 was manufactured according to the form version 64 and manufactured in the machine sco2, on 05-jul-2024, with a total of (B)(4) units. The lot 4f04751 was manufactured according to the form version 64 and manufactured in the machine sco2, on 06-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an infusion set tubing kink event on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.